Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. B21579,a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3 and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches/migraines"), migraine ("migraines/headache") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 and mini-laparotomy, bilateral salpingectomy bilateral cornual resection with removal and left ovarian c). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013 discrepancy noted regarding removal details- patient underwent bilateral salpingectomy ((B)(6) 2017) and in current follow-up have you had your essure (or any part of the device) removed: no is given and about essure confirmation test. Regarding outcome of events , it was mentioned that most if not all symptoms was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: medical records received. Event per mr: misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section.lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section\essure perforation\essure migrated and burn my uterus') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B21579,a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3, ovarian cyst, asthma, migraine, appendectomy, cholecystectomy and tonsillectomy. Concurrent conditions included uterine bleeding and burning sensation nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches/migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (mini-laparotomy, total hysterectomy, bilateral salpingectomy ). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013 and essure confirmation test. Discrepancy noted regarding removal details- patient underwent bilateral salpingectomy ((B)(6) 2017) and follow-up stated that the patient had not undergone the same. Regarding outcome of events , it was mentioned that "most, if not all symptoms was decreased". Insertion procedure:- trailing coils: left 4 right 2 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on 01-sep-2016: unilateral occlusion (left tube occluded). Lot number:a14899. Manufacture date:2012-05. Expiration date: 2015-05. Lot number:b21579. Manufacture date:2013-04. Expiration date: 2016-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure that have migrated and burn my uterus\uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 37-year-old female patient who had essure (batch no. B21579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches/migraines"), migraine ("migraines/headache") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Discrepancy noted regarding removal details: patient underwent bilateral salpingectomy (on (B)(6) 2017) and in current follow-up have you had your essure (or any part of the device) removed: no is given and about essure confirmation test. Regarding outcome of events, it was mentioned that most if not all symptoms was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received: lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, dysmenorrhea (cramping), fatigue were added. New reporter, patient information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. B21579,a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3 and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches/migraines"), migraine ("migraines/headache") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 and mini-laparotomy, bilateral salpingectomy bilateral cornual resection with removal and left ovarian c). Essure was removed on 24-(B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013 discrepancy noted regarding removal details- patient underwent bilateral salpingectomy ((B)(6) 2017) and in current follow-up have you had your essure (or any part of the device) removed: no is given and about essure confirmation test. Regarding outcome of events , it was mentioned that most if not all symptoms was decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Lot number: a14899,manufacture date: 2012-05, expiration date: 2015-05. Lot number: b21579 ,manufacture date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section\essure perforation\essure migrated and burn my uterus') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B21579,a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3, ovarian cyst, asthma, migraine, appendectomy, cholecystectomy and tonsillectomy. Concurrent conditions included uterine bleeding and burning sensation nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches/migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (mini-laparotomy, total hysterectomy, bilateral salpingectomy bilateral and mini-laparotomy, total hysterectomy, bilateral salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013 and essure confirmation test. Discrepancy noted regarding removal details- patient underwent bilateral salpingectomy ((B)(6) 2017) and follow-up stated that the patient had not undergone the same. Regarding outcome of events , it was mentioned that "most, if not all symptoms was decreased". Insertion procedure:- trailing coils: left 4 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Lot number:a14899 manufacture date:2012-05 expiration date: 2015-05. Lot number:b21579 manufacture date:2013-04 expiration date: 2016-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure that have migrated and burn my uterus\uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received- ne event migraines were added. Incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section\essure perforation\essure migrated and burn my uterus'), pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure (batch no. B21579,a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3, ovarian cyst, asthma, migraine, appendectomy, cholecystectomy and tonsillectomy. Concurrent conditions included uterine bleeding and burning sensation nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches/migraines") and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2013 and mini-laparotomy, bilateral salpingectomy bilateral cornual resection with removal and left ovarian c). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013 and essure confirmation test. Discrepancy noted regarding removal details- patient underwent bilateral salpingectomy ((B)(6) 2017) and follow-up stated that the patient had not undergone the same. Regarding outcome of events , it was mentioned that "most, if not all symptoms was decreased". Insertion procedure:- trailing coils: left 4 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Lot number:a14899 manufacture date:2012-05 expiration date: 2015-05. Lot number:b21579 manufacture date:2013-04 expiration date: 2016-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure that have migrated and burn my uterus\uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Reporters information updated. New event: embedded device updated to uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('misplaced essure implant (right-sided)/ right essure device remains embedded in cornua section\essure perforation\essure migrated and burn my uterus') and pelvic pain ('pelvic pain/ pain') in a 37-year-old female patient who had essure (batch no. B21579, a14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, bloating, painful intercourse, morbid obesity, multigravida, parity 3, ovarian cyst, asthma, migraine, appendectomy, cholecystectomy and tonsillectomy. Concurrent conditions included uterine bleeding and burning sensation nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches/migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (mini-laparotomy, total hysterectomy, bilateral salpingectomy bilateral and mini-laparotomy, total hysterectomy, bilateral salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013 and essure confirmation test. Discrepancy noted regarding removal details- patient underwent bilateral salpingectomy (B)(6) 2017) and follow-up stated that the patient had not undergone the same. Regarding outcome of events , it was mentioned that "most, if not all symptoms was decreased". Insertion procedure:- trailing coils: left 4 right 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2016: unilateral occlusion (left tube occluded). Lot number:a14899 manufacture date: 2012-05 expiration date: 2015-05. Lot number:b21579 manufacture date:2013-04 expiration date: 2016-04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure that have migrated and burn my uterus\uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- ne event migraines were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.